Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Customer's blood glucose level was 190 mg/dl. A system check was performed and the occlusion alarms were verified. A supply change was performed to address the issue.